Event description:
It was reported under the (B)(6), approximately three months post implant, the patient died. The relationship to the device system is unknown. The cause of death and confirmation of the date of death has been requested and not received. Patient's friend reported the patient passed away at home "in his sleep."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported under the system longevity study, approximately three months post implant, the patient died. The relationship to the device system is unknown. The cause of death and confirmation of the date of death has been requested and not received. Patient's friend reported the patient passed away at home "in his sleep." Based on follow-up received, the patient was one hundred percent paced. The patient was last seen by their physician two days prior to death and showing recent signs and symptoms of congestive heart failure. There is no allegation from a health professional that the death was device/and or lead related.